Event description:
It was reported by the customer that this event involved a female pt with a diagnosis of heart vcc. The triple lumen catheter was inserted into the subclavian vein for cardio surgical treatment. Catecholamines passed back through parallel lumen, resulting in variations in blood pressure, with consecutive worse blood supply to the lungs and low oxygen saturation values.

Manufacturer narrative:
Follow-up report will be filed if additional info becomes available.